Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 186 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered that cold insulin was used within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, customer changed pump supplies and resumed insulin delivery.